Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported image quality issue remains unknown.

Event description:
During an atrial fibrillation procedure, a fracture was noted in the tip of the catheter. Upon catheter insertion, it was noted that there was poor image quality due to crystal dropout. The catheter was reconnected into the catheter interface module and catheter diagnostics was completed. It showed that there was a broken crystal. When the catheter was removed from the patient, it was noted that the tip of the catheter was cracked showing internal components. The catheter was exchanged, and the issue was resolved. The procedure was completed with no adverse consequences to the patient.